Event description:
It was reported that there was a leak from the patient line of an automated peritoneal dialysis set. This occurred during fill one of five, on a homechoice (hc) machine. The caregiver (cg) stated that the home patient (hp) was connected at the time of the issue and they noticed solution leaking out of a small hole in the patient line. The cg stated that the hp disconnected from the setup after noticing the leak. The technical service representative (tsr) assisted the cg in ending therapy and removing the set. During follow up, it was found that the hp was prescribed antibiotics as a preventative measurement. However, no adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was returned for evaluation. During testing a leak was found in the tubing, which was from a cut. Therefore, the reported leak was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.